Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
6it was reported that a laser vision correction patient had surgery on (B)(6) 2018 and while laser was firing there was a suction loss. The event occurred while treating right eye. A partial flap was created. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(4) 2018: right eye pre-op 20/20, -.75 x -1.25 x 10; left eye pre-op 20/20, -.75 x -1.25 x 6.